Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarmed and displayed detach cassette and reattach cassette error. The medication was infused at a rate of 5.22 ml/hr on (B)(6) 2026. Total reservoir volume was 240 ml, length of infusion was 46 hours long and the cassette was locked. The closed system transfer device was used to fill cassette. The pump was pre-primed in pharmacy. This event occurred while use with patient at patient home by health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.